Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Additionally, noise on the shock channel was observed, this was not oversensed. Reprograming of the device was performed. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Additionally, noise on the shock channel was observed, this was not oversensed. Reprograming of the device was performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.